Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that while injecting a patient with juvéderm® ultra xc, the needle popped off. No injuries occurred.

Manufacturer narrative:
Device analysis: empty syringe of 1.0 ml received plus 1 unused needle in an opened tray. No defect observed to syringe.

Event description:
Healthcare professional reported that while injecting a patient with juvéderm® ultra xc, the needle popped off. No injuries occurred.